Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and needle with no evidence to suggest a manufacturing related cause. The potential cause of the catheter not threading due to a bend in the catheter could not be determined based upon the information provided and without a sample.

Event description:
It was reported that a significant number of epidural kits have catheters that will not thread due to a bend in the catheter before they open it.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a significant number of epidural kits have catheters that will not thread due to a bend in the catheter before they open it.